Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened.

Event description:
It was reported that a revision surgery was performed due to an infection. Insert was removed.